Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the field representative had inquires regarding the atrial fibrillation monitor. The device was recently explanted due to therapy upgrade. This device was subsequently returned and analysis observed premature battery depletion. No adverse events were reported.